Event description:
Patient reports she finished 10gms pfs. Started 2nd pfs but started leaking at tip of pfs tried another and leaked at tip of pfs. Unable to salvage leaked product. Pt will finish with new needle set/tubing. No missed dose. This is likely due to possible luer lock issue with either tubing or hizentra pfs lot number and expiration date unknown. Unknown if defective device available for return. No additional information provided. Indication: common variable immunodeficiency, unspecified. Reported to (B)(6) by pt/caregiver. Ref report: mw5165430.